Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the distal segment of the lead was returned and analyzed and the distal conductor was fractured. The defibrillation coil was distorted, there was blood/body fluid on several conductors (not obstructed), the inner tubing was kinked/buckled, the outer insulation was torn, there was a white substance on the exposed defibrillation coil and the outer overlay tubing, the helix was distorted/bent, there was blood in/on the helix mechanism, and the lead was flexed.

Event description:
It was reported that the patient received inappropriate shocks due to oversensing. It was later reported that the lead had a fracture. The lead was explanted. No patient complications have been reported as a result of this event.